Event description:
During surgery and prior to implantation, physician noticed inside the vascular graft a cluster of textile fibers. He cut the graft section with the cluster of textile fibers and implanted the remaining portion of graft. Procedure was successfully completed and there was no reported pt injury.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. The returned non implanted portion underwent visual examination by qa/qc manager who confirmed the presence of a cluster of textile fibers inside the graft. This cluster of textile fibers should have been evidenced during qc operations. This is therefore a human error. During an internal quality meeting, qc technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.